Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission after the pacemaker was exhibiting backup vvi operation. The reason for the backup operation was found to be event queue overflow due to pacemaker communication with the transmitter. The patient presented in clinic and the clinician was able to successfully restore device function by firmware download. There were no consequences to the patient.